Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was noted that the patient presented to the hospital after not feeling well. It was found that the lead had dislodged. The lead was repositioned. On (B)(6) 2011, patient experienced a second dislodgement. The device delivered inappropriate therapy as a result. The lead was explanted.